Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.

Event description:
It was reported that when the device was pulled prior to a case, they found a split in the blister. There was no case or patient involvement. Received the following information on 8/25/2009: damage was done to the exterior...looks like from a blade while opening.